Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. Increased capture threshold and a drop in atrial lead impedance below the lower limit were observed. The p-wave amplitude had also dropped and there were non-sustained rv oversensing episodes caused by total dropout of atrial sensing. A noninvasive action was decided with programming change.